Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics was not provided.

Event description:
It was reported that the tubing separated at the insertion site to needleless connector. The event occurred in pediatric plastic surgery unit. Although requested, additional information was not provided.

Event description:
It was reported that the tubing separated at spin collar and the spin collar fell off the tubing. The event occurred in pediatric plastic surgery unit. Although requested, additional information was not provided.

Event description:
It was reported that the tubing separated at spin collar and the spin collar fell off the tubing. The event occurred in pediatric plastic surgery unit. Although requested, additional information was not provided.

Manufacturer narrative:
Correction to b.5.